Event description:
During an av implant case, it was reported the gore hybrid vascular graft bow-stringed (came back on itself) during deployment. Deployment failed and the device was removed.

Manufacturer narrative:
Review of the mfg records verified that the lot met release requirements. Examination of the returned device revealed no conclusive root cause to this event.